Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. Additionally, the customer experienced low blood glucose (bg) of 52mg/dl, cause was unknown. Carbohydrates and glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly the customer continued to use the pump for insulin therapy.